Event description:
On (B)(6) 2013, it was reported to animas that allegedly the display screen has faded and can be read in dim lighting. There was no adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2013 with the following findings: the pump was booted to the verify that the display screen was dim with a pink contrast. The pump cover was replaced with a new test screen and contrast returned to normal.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.